Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The remote service engineer (rse) inspected system remotely and confirmed that the system was not booting up. Upon troubleshooting, the rse found a start-up error and stated that the software reload was necessary. To resolve the issue, the philips field service engineer (fse) went onsite and reloaded the software on the system, restored the backup, including the rsn and lod patches, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.